Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient presented with altered pitch perception and pain when stimulated with high frequencies first on (B)(6) 2018. The problem persisted. Stimulation levels on basal contacts that were acceptable and not painful did not lead to a satisfying hearing.

Manufacturer narrative:
Conclusions: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The investigation showed that the electronic circuit is functional. The recipient_s perception was unsatisfactory and reportedly the maximum acceptable amplitudes without pain during single channel stimulation did not lead to a satisfying hearing in live mode. However, no technical problem could be detected and a still fully inserted electrode array was observed at explantation. The explant report form mentions a medical reason for explantation and re-implantation with another manufacturer's device due to the electrode type. This is a final report.

Event description:
The recipient reported altered pitch perception, diminished hearing ability and pain when stimulated with high frequencies first on (B)(6) 2018. The problem persisted. Pain occurred when stimulating basal electrode channels. On basal contacts maximum stimulation levels that were acceptable and not painful as found during single channel stimulation did not lead to a satisfying hearing in live mode. On (B)(6) 2018 the recipient was re-implanted with a device from another manufacturer. It was reported that no channels were found extra-cochlear at surgery, as was previously presumed from imaging. Physician confirmed that the reason for the reimplantation was a diminished hearing ability and pain during stimulation of apical and basal electrode contacts.